Event description:
It was reported that during the implant procedure the patient complained of chest pain. After several attempts, the physician chose to use an active fixation lead. The patient's chest pain resolved. No further patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure the patient complained of chest pain. After several attempts, the physician chose to use an active fixation lead. The patient's chest pain resolved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.